Event description:
It was reported that the patient experienced pacer syndrome with the programmed pacing mode of implantable cardioverter defibrillator (ICD) device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4), stent graft, implanted: (B)(6) 2014, (B)(4), stent graft, implanted: (B)(6) 2014. (B)(4).